Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the manufacturing records review verified that this lot met all pre-release specifications.

Event description:
In 2006, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In early 2009, the patient underwent a reintervention to address proximal and distal type I endoleaks on the trunk-ipsilateral leg component. An aortic extender was placed proximally, and an iliac extender distally. The endoleaks resolved, and the patient is stable with no further complications.